Event description:
Reporter alleged blood glucose results were discrepant and went to the emergency room (ER) laboratory to have glucose tested. Customer stated the ER lab measurement was 95-100 mg/dl compared to the customer's aviva system results of 170 mg/dl,when testing was performed right away. Customer indicated being treated with a tranquilizer and a saline IV drip before being released from the hospital 4 hours later. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.